Manufacturer narrative:
Additional information: based on the received information from the field, the recipient did not have benefit from the implant system since initial activation. According to the received information the contact of the floating mass transducer (fmt) seems to be inadequate. A revision surgery for re-positioning will be carried out in (B)(6) 2024.

Event description:
The user has no hearing sensation since initial activation. The first fitting was not successful. Direct stimulation resulted in no hearing. A revision surgery to repositioning the floating mass transducer (fmt) is panned for (B)(6) 2024.

Event description:
The user had no hearing sensation since at initial activation. The first fitting was not successful. A repositioning surgery took place on (B)(6) 2024. It was noticed that the fmt has migrated out of the oval niche which explained why the user had no hearing benefit with the device.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient did not have benefit from the implant system since initial activation. It was suspected that the reason for it was an inadequate contact of the floating mass transducer (fmt). A re-positioning surgery was performed during which the fmt was found dislocated from its intended position. The fmt was re-positioned, however the hearing benefit is still not satisfactory. The recipient will be monitored and further steps will be decided afterwards.

Event description:
The user has no hearing sensation since initial activation. A new surgery will take place for repositioning of the floating mass transducer (fmt) in (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.